Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a right atrial (ra) lead implant procedure on (B)(6) 2021. During procedure, the ra lead required multiple repositioning attempts due to its inability to be secured. The physician explanted and replaced the ra lead in the same procedure.